Manufacturer narrative:
There is no indication the access accutni+3 device was returned for evaluation. A beckman coulter field service engineer (fse) was at the customer's facility and discovered the sample in question was a short collection. No instrument issues were reported. The instrument was in normal operation. In conclusion, inadequate amount of the patient's sample is the likely cause of the event.

Event description:
The customer reported an elevated initial troponin I (access accutni+3) result, above the acute myocardial infarction (ami) limit, for one patient, involving the access accutni+3 used in conjunction with the unicel dxc 600i synchron access clinical system. An initial result of 5.62 ng/ml was obtained and released out of the laboratory. As a result, the patient was treated with integrilin medication. The customer retested the sample the following day, on the same instrument, and obtained a lower result of 0.02 ng/ml within the normal reference of the assay. A second sample from the patient was also analyzed on the original instrument and generated an initial result of 0.01 ng/ml, within the normal reference range. The laboratory's critical cutoff value for troponin I is 0.5 ng/ml. The patient's sample was collected in becton dickinson (bd) tube and centrifuged at 3,400 rpm (rotations per minute) for five minutes, at room temperature. The customer indicated all system parameters (including quality control, calibrations, and system checks) were performing within assay and instrument specifications. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.